Event description:
It was reported that this device was explanted due to alleged premature battery depletion. No additional adverse patient effects were reported. Should the device be returned this investigation will be updated.